Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The customer's complaint was undetermined due to no calibrations to confirm the reported inaccuracy. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 2pm the patient started vomiting and was very weak. The patient uses tandem tslim reportedly not in modified closed loop. Her dexcom g7 "receiver" and mobile both were reading "normal" but she kept vomiting. She didn't take a finger stick because she thought her glucose readings was normal. Around 6:45pm her husband called the ambulance and they took her finger stick and it was reading 500 mg/dl but her dexcom cgm was "normal." The emergency responders determined she was in dka. The emergency unit gave her insulin drips and put on dextrose. She was rushed to the ICU by 7pm. She was in the hospital overnight and she went home sunday morning, (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.